Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to the malfunction of the ccd unit. The cause of the defective ccd unit is unknown at this time. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the testing and inspection of the device, no image was displayed and was determined to be caused by a faulty charged coupled device (ccd). In addition, the focus ring was not smooth and the device was equipped with a non-olympus cable/video adapter. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head was displaying waves in the image on the screen. There was no report of patient harm associated with this event.